Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found reagent buildup on the tip clamp and tip clamp sleeve in the reported problem area of the pipette assembly. Collet clamp position 9 was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.